Event description:
The doctor states that during the procedure the guide pin fractured, and the top portion of the bone profiler guide pin is stuck inside the bone profiler. The doctor was able to complete the procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Visual inspection of the returned ibpgp certain® guide for bone profiler (3 pack) 4.1, 5.0, 6.0mm(d) confirms that it has fractured. Two potential lot numbers were provided for the low profile bone profiler pins, both DHR's were reviewed. Based on the data reviewed in the DHR and complaint history review, there were no causes that might have contributed to the reported malfunction.visual inspection did not provide any indication of a manufacturing deviation that would contribute to this event. A definitive technical root cause cannot be determined.(B)(4)